Event description:
A healthcare facility in new york reported via a fisher & paykel healthcare (f&p) representative that the bc190-05 nasal tubing 50mm's blue hook line (glider) was broken during use on a patient. The healthcare facility further reported that the broken piece fell into the baby's mouth and the nurse quickly removed it. There were no reported patient consequences.

Manufacturer narrative:
(B)(4). Section d4: lot number: lot number was not received. Section d4: UDI: UDI was not received. Section d4: expiration date: lot number was not received. Section h4: device manufacturing date: lot number was not received. Section g4: PMA/510(k) number - no 510(k) number included due to the subject device being exempt from pms pathway to regulatory approval. Method: the subject bc190-05 nasal tubing 50mm was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the information, photograph(s) and description of events provided by the healthcare facility, previous investigations of similar complaints and our knowledge of the product. Results: visual inspection of the provided photograph(s) of bc190-05 nasal tubing 50mm revealed that one of the hooks at the end of the glider was broken, confirming the reported fault. Conclusion: without the subject device, we are unable to determine the exact cause of the reported fault. All flexitrunk infant nasal tubing's are visually inspected, and pressure tested during production and those that fail are rejected. This suggests that the damage on the subject nasal tubing occurred after it was released for distribution. Our user instructions that accompany the flexitrunk infant nasal tubing state: "use caution when positioning the infant interface. Avoid excessive pull forces, sharp objects, and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement." A caution insert is included in the packaging to remind the user to take extra care when handling the flexitrunk.